Manufacturer narrative:
The patient provided additional information. She stated that she also experienced leaks on (B)(6) 2014. She stated that she got a puppy and it jumps on her and that may be the cause of the leaks reported.

Event description:
On (B)(6) 2014, the patient reported that her blood glucose was elevated to 220 mg/dl and she found that the headset of her infusion set was leaking. She changed the headset and was successfully able to correct the elevated blood glucose level with a bolus via her infusion device. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.